Event description:
Customer reported: pouch has bad seal.

Manufacturer narrative:
The sample was returned and investigated by our facility. The sample indicates that the product was not completely in the pouch as it attempted to go through the sealing bars, and therefore did not seal completely. This is evident from the bent sheath, the crease in the pouch, and the seal is intact for half of the pouch until the point in which the sheath compromised the sealing process. The equipment, the reported lot was packaged on has been refurbished to ensure the equipment will not let product attempt to go through the sealer and will be sent back to the properly disposed off, and the sealing bars will remain properly aligned. The reported lot number was packaged after this refurbishment was completed. The equipment has been tested and confirmed the equipment is functioning as intended. This report has been determined to be operator error in which they did not properly segregate this sample from the acceptable product when the equipment rejected it. The packaging area now has bins to ensure proper segregation in the area.